Event description:
It was reported that the high voltage lead impedance (hvli) was abnormal. It was discovered that the hvli would at times measure in the low 60s/high 50s but most of the time would measure 0 ohms. A dft functionality test of the right ventricular (rv) lead and monitor was performed and was successful. It was suspected that the lead could have shorted when measurements were taken or that the header could have had an issue itself. The implantable cardioverter defibrillator was explanted and replaced, the rv lead remained implanted. The patient was in stable condition.